Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 90 suction electrode with hand controls would not ablate or coagulate once plugged into the generator. The procedure was completed with another like device using the same generator with no harm to the patient but there was a delay of three minutes to grab a new device. The sales rep confirmed that the electrode was not a reprocessed device. The sales rep stated that the device was discarded by the customer. Additional information received on 6-20-2018 the vapr box was powered on and the hand control setting was illuminated. When wand was plugged in the screen went to the normal 240/120 settings as it does when a wand is plugged in.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer, therefore unavailable for a physical evaluation. It was reported that the electrode was connected to the generator and the default settings displayed on the vapr device, so the device powered on and was recognized. The complaint cannot be confirmed. We cannot discern a root cause for the reported failure due to insufficient information provided. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).